Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment. The indication for implantation of transvaginal mesh in this patient is stress urinary incontinence. The postoperative complications that this patient developed following transvaginal placement of surgical mesh are in 2007 ¿ underwent placement of uretex mid-urethral sling for stress incontinence under general anesthesia. Complications post uretex placement. In 2010 - patient had a mid-urethral sling several years ago. She has recently had recurrence of her stress incontinence. Additional implant (uretex) surgery details: in 2010 ¿ underwent placement of uretex mid-urethral sling for stress incontinence under general anesthesia.